Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to unspecified issues. All the components were removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to fluid loss. There were no further patient complications. The device will not return.